Event description:
Home monitoring showed high impedances and elevated thresholds. Patient underwent lead revision on 4-30-19. During procedure, physician noticed a problem with the set screw, and pocket revision was performed as well. System remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
System was remove due to infection on (B)(6) 2019. This was reported on MDR-1028232-2019-02428. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.